Event description:
It was reported that the implantable pulse generator (ipg) device was totally oxidized and failed to perform. The patient's heart pumping efficiency was reduced significantly. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.